Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was unable to charge their ipg because it was inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.